Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the patient had a blood glucose (bg) of 21 mg/dl with sweating profusely, emesis, and lethargic. The patient was taken to the emergency room. The patient was treated with IV glucose. This complaint is being reported because the patient allegedly experienced a bg excursion due to a display issue.